Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was removed, discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Peritonitis is a known complication of a post procedural complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 the patient underwent a post endoscopic j tube (pej) for the administration of duodopa lcig which revealed adhesiolysis, flattening of multiple septate abscesses in which the patient underwent peritoneal lavage and gastropexy around the peg tube. It was reported that the surgery was not necessary as the physicians believed that an operation was not necessary. On (B)(6) 2024, the patient developed pneumo-peritonitis in which surgery was scheduled and duodopa therapy was switched to apomorphine. On (B)(6) 2024 the patient underwent surgery for multiple abscesses in the abdomen and received antibiotics of piperacillin/tazobactam + fluco for the peritonitis and one liter of oxygen. It was reported that the patient was diagnosed with chemical peritonitis due to poor pej approximation and multiple encapsulated abscesses in the upper hemiabdomen. The patient had a nasogastric tube and a central venous catheter placed. On the (B)(6) 2024, the patient was weak, bedridden, and only mobilized with support. The gastric access was no longer flushable and the pej tube could not be mobilized due to a strong pull to tube. On (B)(6) 2024 the patient transferred to another floor and was very weak and barely responsive. The dressing was opened and had a lot of fibrinous secretion and the stoma site did not have any irritation. The nurse noted that the peg was difficult to mobilize and reported that it was never mobilized as a user error. The patient tested positive for vancomycin resistant enterococci (vre) and was isolated. On (B)(6) 2024 a duodopa nurse suspected a buried bumper and consultation with the physician was done. A computerized tomogram (CT) revealed a liver hematoma and multiple pulmonary abscesses. On (B)(6) 2024, the parkinson nurse reported that due to a significant deterioration in general condition, the patient refused any life-prolonging treatment and was in a palliative situation. The etiology of the adhesiolysis, flattening of multiple septate abscesses, liver hematoma, and the location of the vre infection was not reported. This event of peritonitis will be captured under the peg tube.